Event description:
Patient's acetabular cup collapsed and the 28mm ceramic head disassociated from the poly. This was discovered during explant and placement of antibiotic spacer due to infection. Update: per rep regarding 'acetabular cup collapsed.' The shell migrated to a vertical position and one of the screws (rep does not know which) broke in the patient's acetabulum.

Manufacturer narrative:
An event regarding disassociation and infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 92378402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.